Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the hanger was broken. Analysis also found the encoder flex was out of electrical specification. The lower case was damaged and one case screw was contaminated.

Event description:
It was reported the unit needs replacement of the attachment ring located on the back of the temporary pacemaker used to hang the unit on an IV pole. The temporary pacemaker was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the encoder flex assembly. Visual inspection revealed no anomalies. The encoder assembly was plugged into a golden unit, it was functioning as expected. Conclusion: the device was returned to service for a broken pole hanger, no mention of an encoder issue. The issue was found on the automated test system and not verified with bench testing. No defect found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.